Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay melted, the outer insulation was breached cut, the outer tubing overlay was breached cut and there was blood in/on the helix/lobe mechanism.